Manufacturer narrative:
This report is submitted on august 10, 2020.

Event description:
Per the clinic, the patient experienced a decrease in sound quality. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 19, 2020.